Event description:
It was reported the patient's blood glucose level rose to 27.5 mmol/l (495 mg/dl). The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.